Event description:
Initially while in contact with a patient, the intracranial pressure readings were acceptable. Upon returning from the MRI, the catheter reading was -9, whereas, the fluid filled system read 4. The patient continued to be monitored by the fuluid filled system. No patient injury was reported. The catheter is not available for evaluation.